Manufacturer narrative:
(B)(4). Pump received with broken battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, stained end cap sticker and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the battery compartment was missing . The customer¿s blood glucose level was unknown. The customer also reported that compartment did not locked in place when inserted in insulin pump. The insulin pump will be returned for analysis.